Manufacturer narrative:
The device was received with unresponsive up, down, act and esc buttons, due to flattened dome switches. There was no unlocked j2 connector at the lcd board noted. The displacement test was unable to be performed because of unresponsive buttons. The device had cracked reservoir tube lip, and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the buttons are very difficult to press and work. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.